Event description:
It was reported that during surgery the device did not produce a perfect skin graft due to the 2:1 cutter not being sharp. No patient was affected by the dull blade. Diligence is complete and no additional information is available.

Manufacturer narrative:
This incident has been captured under (B)(4). Once investigation is completed an final report will be submitted.

Event description:
No additional event information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4 b5 g3 g6 h2 h3 h6 h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. The device history record was not reviewed as the DHR associated with this device is not available as lot number is unknown and required. A definitive root cause cannot be determined. The reported event could not be confirmed if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.